Event description:
The surgeon attempted to lock a new insert into a cup. However, it was not locked properly. Therefore, he attempted to lock it again and he thought it was locked this time. After revision surgery, he checked a final x-ray in a operation room. As a result, he noticed a protruding locking wire from between the insert and cup.

Manufacturer narrative:
An event regarding locking issues involving an omnifit liner was reported. The event was not confirmed. Device evaluation not performed as no devices were returned. Medical records evaluation not performed as insufficient information was received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because the device was not returned and insufficient information was received.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.

Event description:
The surgeon attempted to lock a new insert into a cup. However, it was not locked properly. Therefore, he attempted to lock it again and he thought it was locked this time. After revision surgery, he checked a final x-ray in a operation room. As a result, he noticed a protruding locking wire from between the insert and cup.